Event description:
It was reported that the device would not power on during a pt use. The medics arrived on the scene within a minute and connected a second defibrillator, lifepak 12 device, to the pt. The pt had an asystolic ECG rhythm and there were no shocks delivered. The pt did not survive the event. There was no adverse event reported as the result of the device use, and no further details on the event and/or the pt provided. Note: the event occurred more than four years ago and the device was sealed in a box since the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify nor duplicate the reported failure. Physio observed proper device operation through functional performance testing. The device was then returned to the customer for use. The cause of the reported problem could not be determined.